Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio 2 meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began around 3 weeks prior to contacting lfs, however was unable to provide the date or time of events. The patient reportedly obtained inaccurately high blood glucose results, however, she was unable to recall the exact results obtained on the subject meter which she compared to feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient stated that she manages her diabetes with insulin (self-adjuster) and detailed that she regularly would take increased dose of fast acting insulin as a result of the alleged inaccurate high readings. The patient reported that she often would then develop symptoms of ¿fast heartbeat, sweats, blurred vision and close to fainting¿ which she associated with hypoglycaemia. No medical intervention was reported. The patient stated that she obtained a blood glucose result on another device, however she was unable to provide a result. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure. The test strips were stored correctly and not expired and the patient did not have control solution to perform a test. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.